Manufacturer narrative:
Upon receipt of additional information, the device should not have been submitted as a medical device report (MDR) as the event did not indicate malfunction caused a serious event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, diagnostics anomaly was noted on the device. Technical support was contacted but it could not be confirmed if the high voltage therapy administered to the patient was appropriate. No intervention has been conducted at this time. The patient was stable with no consequences.